Event description:
It was reported, the colonovideoscope was insufficiently reprocessed for the next procedure. 10 ml of 10 percent buffered formalin exposed to scopes during hyperlipidemia, in place of 70 percent isopropyl alcohol. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3. H4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The definitive root cause was not identified; however, based on the results of the investigation, the probable cause is most likely that there was difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.